Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not possible since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
At the time of the incident the patient was in inpatient treatment at the normal hospital ward. On (B)(6) 2016 the suspicion of a pump thrombosis occurred due to increasing hemolysis parameters. The acoustic measurement of the pump confirmed the suspicion. A diversified power consumption of the pump did not allow a clear conclusion of a pump thrombosis. The patient treated with lysis therapy. The lysis therapy was successful, during the final acoustic measurement no imbalance of the rotor was indicated anymore. A decrease of the hemolysis parameters was shown in the lab results.